Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 495 mg/dl. Customer had symptom of frequent urination, excessive thirst, chest pain and shortness of breath. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days and was treated with manual injection and nausea medication. Customer was wearing insulin pump at the time of hospitalization. Healthcare professional requested that troubleshooting be done on insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat per healthcare professional's instructions.